Event description:
Alleged the bed has no power and there is a burn mark where the power cord enters into the bed by the strain relief.

Manufacturer narrative:
The facility has not completed repairs.